Event description:
Additional information received reported during index hospitalization ¿the subject developed central respiratory and circulatory failure, failed to recover spontaneous respiration after rescue, and was pronounced dead at 3:18 on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting information on the post procedure sequence of events leading to death at 24h CT (B)(6) 2023 showed ph2, the subject developed central respiratory and circulatory failure, failed to recover spontaneous respiration after rescue and was pronounced dead at 3:18 on (B)(6) 2023. The date of death was corrected to (B)(6) 2023. Pre-procedure nihss was 15, post-procedure 24h nihss was 14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that head computerized tomography (CT) revealed intracerebral hemorrhage on (B)(6) 2023. This adverse event (ae) was not related to the system or procedure. Ae probably related to the disease under study, possibly related to an underlying condition. Ae not the result of a device deficiency. The patient was admitted to the hospital on (B)(6) 2023 due to stroke. After admission, thrombectomy was performed according to the indications of thrombectomy. Intra-operative diagnosis of the patient was right internal carotid artery (ica) occlusion cerebral infarction. CT images of the subject at 19 on the postoperative day showed cerebral vascular hemorrhage. Imaging 24-hours after surgery showed a post-stroke hemorrhagic conversion of ph1. For this condition, the patient was administered mannitol at 25g, q6h (every 6 hours). The patient died of a progressive stroke on (B)(6) 2023. The patient's baseline modified rankin scale (mrs) score 0, baseline national institutes of health stroke scale (nihss) 15. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the study procedure.

Event description:
Medtronic received information about a patient who underwent a procedure on (B)(6) 2023 in which a solitaire platinum stent retriever was used. There was no reported intraoperative or device issues. It was reported by the sponsor that the patient had a procedure related ph2 hemorrhagic transformation stroke that resulted in the patient's death on (B)(6) 2023. The site assessment states the death was not related to the device or procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.